Event description:
It was reported that the patient presented to the clinic in "bad shape", a pacemaker check was performed and the right ventricular (rv) lead impedance was high and the lead was found to be fractured on xray. It was further reported patient exercises heavily and the fracture was suspected to be due to hitting the costal bone. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).